Event description:
A report was received that the patient was experiencing pain at the lumbosacral area. It was noted that the ipg was uncomfortable as it moves in the pocket and flips perpendicular to the skin which was very painful. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the lumbosacral area. It was noted that the ipg was uncomfortable as it moves in the pocket and flips perpendicular to the skin which was very painful. The patient will undergo a revision procedure.